Event description:
It was reported that in incoming inspection at distribution, it was found that there was a discrepancy between the part no. Identified on the label of the package ((B)(4)) and the part no. Identified on the unit contained in the package ((B)(4)). No adverse consequences were reported.

Manufacturer narrative:
The product subject to this complaint was not returned for eval. However, based on available info, it can be assumed that the product associated with this event was labeled incorrectly. A documentation review indicates that an error had been made when the product was being lasermarked.